Event description:
Customer reported that blood glucose level went low (45 mg/dl) while sleeping and inquired if insulin boluses had been delivered. During troubleshooting with tandem technical support, pump data was reviewed and indicated that boluses had been delivered successfully and pump settings were correct. Customer did not need medical attention and blood glucose level was stable at time of reported event.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.